Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, when the forceps inserted into or removed from the device, abdominal air leaked. The leaked sound was loud when the forceps was removed from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.